Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - chapter 3: preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. - chapter 5: endoscope reprocessing of the instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an air/water flow problem. The issue was identified during inspection prior to a diagnostic colonoscopy. The procedure was completed with a similar device. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This foreign material blocked the nozzle, which limited flow and did not allow for fluid to be fully drained. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures, the nozzle was flushed with air and water and there were no abnormalities in the reprocessing accessories. Regarding manual cleaning: the customer reported the endoscope was immersed in detergent solution and the air/water nozzle was flushed with air and water. The customer reported the air/water nozzle was wiped down. The device evaluation identified the following issues: the connector cover was scratched; the light guide lens adhesive was peeling; the light guide and objective lenses were cracked; the objective lens adhesive was peeling; the universal cord protector was scratched; the universal cord was wrinkled; the forceps channel port was sheared; the paint was peeling on the air/water cylinder; the air/water cylinder was discolored; the up/down knob was corroded; the bending section cover adhesive was chipped and cloudy; the connecting tube was scratched; and the connecting tube had peeling coating. Functional testing determined that the up/down knob had excess play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.